Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 20 events were reported for this quarter. Product return status : 18 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status : 18 device evaluations are in progress. Additional information : 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 19 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 20 total events were initially reported. 20 previously reported events are included in this follow-up record.   Product return status 18 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.   Event confirmation status 18 reported events were confirmed; the cause traced to component failure. Evaluation results 18 devices were found to be affected by a hole in the hose.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 19 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.